Manufacturer narrative:
(B)(4).

Event description:
It was reported that "there were 2 incidents, 1 with lot 71f24g0663 and 1 with lot 71f24e0482. The guidewire bent and the catheter also bent. They were z-shaped, resulting in both being trapped inside the patient and difficult to remove. The patient is fine. The consequence was a consequent inguinal hematoma. No other intervention aside close monitoring. Issue resolved by change of device and change of insertion site. During the incident, the swg was removed at the same time as the needle." Associated MDR numbers include: 3006425876-2026-00150

Manufacturer narrative:
(B)(4). The customer returned one kinked guidewire and one 18 ga introducer needle. The guidewire was returned advanced through the introducer needle. Signs of use, in the form of biological material, were observed on and within the returned components. Visual examination identified two kinks near the proximal end of the guidewire and multiple kinks toward the distal end, including severe bending of the guide wire at the cannula tip. Microscopic examination confirmed the damage. Both welds appeared full and spherical. Biological material was observed within the needle cannula. No additional defects or anomalies were observed on the introducer needle. The locations of the kinks on the guidewire were measured at 10 mm, 21 mm, 30.5 mm, 30.8 mm, 31.3 mm, and 31.6 mm from the proximal end. The guidewire length measured 337 mm, which is within the specification limits of 331mm-340mm per guidewire product drawing. The guidewire outer diameter measured 0.62 mm, which is within the specification limits of 0.61mm-0.64mm per the same drawing. The needle cannula outer diameter measured 0.0497", which is within the specification limits of 0.0495"-0.0505" per needle cannula product drawing. The needle cannula inner diameter measured 0.041", which is within the specification limits of 0.0410"-0.0430" per the same drawing. The guide wire and introducer needle were functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "insert tip of guidewire through introducer needle into artery (until depth-marking [if provided] on wire enters hub of needle)." The returned guidewire was advanced through the returned introducer needle. Resistance was encountered due to the presence of biological material within the needle and kink locations on the guidewire body. Once cleared, the undamaged portions of the guidewire were able to advance through the needle with little to no resistance. A manual tug test confirmed that both the distal and proximal welds were intact. No evidence of unraveling was observed. A device history record review was performed, and no relevant manufacturing issues were identified. The IFU provided with the kit informs the user, "precaution: do not advance guidewire unless there is free blood flashback. Precaution: maintain firm grip on guidewire at all times. Warning: to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel." The report of guidewire/introducer needle resistance with a kinked guidewire was confirmed through analysis of the returned sample. Visual examination identified multiple kinks along the guidewire body, including severe bending at the cannula tip. Signs of use were observed, including the presence of biological material on and within the returned components. No defects were identified on the introducer needle. The guide wire and introducer needle met all relevant dimensional requirements. Functional analysis revealed that resistance was encountered due to the presence of biological material within the needle and kink locations on the guidewire body. A device history record review did not identify any manufacturing related issues. Based on these circumstances, unintentional use error along with needle blockage due to biological material likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "there were 2 incidents, 1 with lot 71f24g0663 and 1 with lot 71f24e0482. The guidewire bent and the catheter also bent. They were z-shaped, resulting in both being trapped inside the patient and difficult to remove. The patient is fine. The consequence was a consequent inguinal hematoma. No other intervention aside close monitoring. Issue resolved by change of device and change of insertion site. During the incident, the swg was removed at the same time as the needle." Associated MDR numbers include: 3006425876-2026-00149 and 3006425876-2026-00150.